Event description:
A user facility purchasing administrator reported that a dialyzer blood leak occurred approximately 2 hours and 44 minutes into a patient¿s 4 hour hemodialysis (hd) treatment. The nurse noticed two, 1 cm drops of fresh blood on the floor near the dialysis machine. There were no alarms from the machine. Blood was found leaking from the hard, clear, plastic-fused, 3-inch header (bottom of header ring) at top of the dialyzer. The dialysis circuit arterial tubing and venous tubing were both screwed tightly into the 1 cm attachments at top and bottom. The tubing was not leaking. There was no patient injury, adverse events, or medical intervention reported. No blood leaks were visible inside the dialyzer fibers or at dialysate inflow or outflow ports. The patient did not complete treatment. Blood leak test strips were used for the dialysate outflow fluid and tested negative for the presence of blood. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: g2.

Event description:
A user facility purchasing administrator reported that a dialyzer blood leak occurred approximately 2 hours and 44 minutes into a patient¿s 4 hour hemodialysis (hd) treatment. The nurse noticed two, 1 cm drops of fresh blood on the floor near the dialysis machine. There were no alarms from the machine. Blood was found leaking from the hard, clear, plastic-fused, 3-inch header (bottom of header ring) at top of the dialyzer. The dialysis circuit arterial tubing and venous tubing were both screwed tightly into the 1 cm attachments at top and bottom. The tubing was not leaking. There was no patient injury, adverse events, or medical intervention reported. No blood leaks were visible inside the dialyzer fibers or at dialysate inflow or outflow ports. The patient did not complete treatment. Blood leak test strips were used for the dialysate outflow fluid and tested negative for the presence of blood. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one other complaint reported against the lot. The complaint addresses an external blood leak (no sample). There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility purchasing administrator reported that a dialyzer blood leak occurred approximately 2 hours and 44 minutes into a patient¿s 4 hour hemodialysis (hd) treatment. The nurse noticed two, 1 cm drops of fresh blood on the floor near the dialysis machine. There were no alarms from the machine. Blood was found leaking from the hard, clear, plastic-fused, 3-inch header (bottom of header ring) at top of the dialyzer. The dialysis circuit arterial tubing and venous tubing were both screwed tightly into the 1 cm attachments at top and bottom. The tubing was not leaking. There was no patient injury, adverse events, or medical intervention reported. No blood leaks were visible inside the dialyzer fibers or at dialysate inflow or outflow ports. The patient did not complete treatment. Blood leak test strips were used for the dialysate outflow fluid and tested negative for the presence of blood. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.